Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. The customer did provide a video sample of the device being used in the field. A review of the video revealed the customer had not properly vented the set for air prior to running the infusion which subsequently resulted in the upstream occlusion alarm as the fluid left the bag and formed a vacuum. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion while infusing paclitaxel for one hour at 500ml/hr on a patient. The nurse indicated that the pump appeared to be infusing but it was not. The nurse removed the tubing from the pump to attempt gravity infusion but the rest of the paclitaxel would not infuse via gravity. There was patient involvement but no patient injury related to this event. No additional information is available.